Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. The customer also report the blood glucose was 146 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be return for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was on during high blood glucose event but then shut off because sensor glucose value was too high.